Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with a 535cc mentor memorygel breast implant experienced left sided device extrusion post procedure. The implant began to protrude through the incision after patient changed her shirt. As a result, the patient underwent wound debridement, drain placement, capsulotomy, placement of new gel breast implant, and complex wound closure on (B)(6) 2020.